Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's log file captured intermittent power eval and a speed reduction to 3700 rpm. It was also reported that the pt did not have elevated ldh or other lab concerns for hemolysis. The pt hydration had been adequate. The vad coordinator submitted the log file to the MFR's technical service group for review. The log file was reviewed and the reported power elevations and the low speed to 3700 rpm were confirmed, and appeared to be associated with pi events.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.